Event description:
It was reported that pump displayed malfunction alarm identified as malf 9 with associated fault ID and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through resetting pump, did not experience repeat of malfunction after reset, and was advised to continue using pump and call back if malfunction occurred again.